Event description:
The customer reported the system did not come on (no boot). There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation . The cpu was replaced during the service call. The system was teste and found to be working as intended and put back into service.